Event description:
Baxter prismax continuous renal replacement therapy (crrt) system started alarming blood leak detected. Trouble shooting completed. Baxter helpline representative called, advised registered nurse to take down set and have machine evaluated. Machine malfunction created a delay in treatment. New machine set up and functioning appropriately. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax continuous renal replacement therapy (crrt) system started alarming blood leak detected. Trouble shooting completed. Baxter helpline representative called, advised registered nurse to take down set and have machine evaluated. Machine malfunction created a delay in treatment. New machine set up and functioning appropriately. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax continuous renal replacement therapy (crrt) system started alarming blood leak detected. Trouble shooting completed. Baxter helpline representative called, advised registered nurse to take down set and have machine evaluated. Machine malfunction created a delay in treatment. New machine set up and functioning appropriately. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.